Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea, nausea, back pain, sciatica, anemia, hemorrhoids, perineal pain and acute cystitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse),"), headache ("headaches"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), hormone level abnormal ("hormonal changes describe"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, hypersensitivity, depression, anxiety, hormone level abnormal, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 on left cornua and 3 on right cornua. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received,reporter added, concomitant condition added, event added as :- migraines ,abnormal bleeding (vaginal, menorrhagia),hormonal changes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea, nausea, back pain, sciatica, anemia, hemorrhoids, perineal pain, acute cystitis, vaginal pain, common cold, infection, bleeding genital, bladder injury, polymenorrhoea, menorrhagia, endometrial polyp and uterine enlargement. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sex/dyspareunia (painful sexual intercourse),"), headache ("headaches"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), abdominal pain ("abdominal pain") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, abdominal pain and nausea had resolved and the genital haemorrhage, hypersensitivity, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 on left cornua and 3 on right cornua. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- abdominal pain, nausea, outcome of the previously reported event- pelvic pain female, dyspareunia, menorrhagia, hormone level abnormal, migraines, headaches were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain (" pain ") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sex"), headache ("headaches"), hypersensitivity ("allergic reactions"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, hypersensitivity, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.